Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that he did not get any alerts due to the sensor error, so he was not notified of low blood sugar and became unconscious. His mother not getting readings due to the sensor error. She attempted to reach him by phone, but was unable to, so called the police department. The patient woke up to paramedics at 4:00 am; they administered something he could not identify through a needle in the hand. He recovered quickly and was able to drink some juice. He did not go to the hospital. At the time of contact he was doing fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined. No additional patient or event information is available.